Manufacturer narrative:
Multiple screws were involved in the event. Although it is unknown whether these screw caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: back pain patient medical history: osteomalacia procedure: direct lateral interbody fusion (dlif) levels implanted: l3/l4 it was reported that post-op, the screw was found not fixed to the place due to which the patient suffered from right leg pain. Hence, a revision surgery was performed, wherein l1 and l3 screws were re-positioned. Outcome: terminated/resolved date of termination: (B)(6) 2019.